Manufacturer narrative:
This device is intended for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the locking clip was knocked off during the case and they continued to ream without replacing the locking clip. The tip of the drive shaft engaged with the reaming head broke during the reaming process. The damage to the instrument occurred late in the reaming and bone graft harvesting procedure. The rest of the surgical case was not affected by the incident. There was no impact to the surgery time. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Device was received for evaluation. Investigation coordinated by synthes europe. Report received indicates the present ria drive shaft was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Unfortunately we are not able to determine the exact cause of this occurrence. The complaint condition is likely the result of the reamer head not properly attached or simply too much force (more than 6nm) was applied during use and caused a mechanical overload which resulted in this breakage.